Event description:
It was reported that a request for a review of this device's ventricular tachycardia (vt) episodes was made. Technical services (ts) reviewed the episodes and believes the newest one looks like a junctional rhythm, the patient stated passing out. Ts considers the episode shows cross chamber blanking that resulted in inappropriate pacing which possibly caused an induced vt. It was recommended to shorten the cross chamber blanking. The electrograms were reviewed with the physician, no changes were made. The patient will continue to be monitored. The patient was asymptomatic during the episodes in question. This device remains in service and no additional adverse patient effects were reported.